Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, alopecia, anxiety and tooth disorder outcome was unknown. The reporter considered alopecia, anxiety, hypersensitivity, pelvic pain and tooth disorder to be related to essure. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), post procedural infection ("staph infection after the procedure") and staphylococcal infection ("staph infection after the procedure") in a 28-year-old female patient who had essure (batch no. 836499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, miscarriage, dysfunctional uterine bleeding, insomnia, musculoskeletal pain, dysmenorrhea, depression, headache, breast reduction, knee operation, fatigue, weight gain, bladder incontinence, uterine bleeding, anovulation, neck pain, panic attacks, attention deficit disorder, haemorrhage in pregnancy, abdominal pain lower, facial rash, retroverted uterus, back injury, taste metallic, dyspareunia, cervix inflammation, nabothian cyst, paratubal cyst, multigravida, parity 1, adhd and post-traumatic stress disorder. Previously administered products included for birth control: mirena; for an unreported indication: yasmin. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and ethinylestradiol;levonorgestrel (seasonale). On (B)(6)2013, the patient had essure inserted. In january 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rash on my face"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6)2014, the patient experienced post procedural infection (seriousness criterion medically significant), 30 days after insertion of essure. In april 2014, the patient was found to have weight increased ("weight gain"). In may 2014, the patient experienced vaginal discharge ("vaginal discharge"). In june 2014, the patient experienced alopecia ("hair loss") and anxiety ("anxiety"). In december 2014, the patient experienced tooth disorder ("dental issues / dental problems"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced staphylococcal infection (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and abdominal pain ("right side abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea and abdominal pain had resolved, the post procedural infection, staphylococcal infection, hypersensitivity, tooth disorder, rash, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the alopecia and anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, rash, staphylococcal infection, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side- 1 trailing coil right sided device was difficult to place current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Human chorionic gonadotropin - on (B)(6)2017: negative. Hysterosalpingogram - on (B)(6)2014: essure devices have radiographically satisfactory position and occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: lot number, reporter, medical history, lab data added from medical record. On (B)(6)2019: pfs received- events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), staph infection after the procedure, rash on my face, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, right side abdominal pain", reporter, concomitant drug, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), post procedural infection ("staph infection after the procedure") and staphylococcal infection ("staph infection after the procedure") in a 28-year-old female patient who had essure (batch no. 836499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, miscarriage, dysfunctional uterine bleeding, insomnia, musculoskeletal pain, menstrual cramps, depression, headache, breast reduction, knee operation, fatigue, weight gain, bladder incontinence, uterine bleeding, anovulation, neck pain, panic attacks, attention deficit disorder, haemorrhage in pregnancy, abdominal pain lower, facial rash, retroverted uterus, back injury, taste metallic, dyspareunia, cervix inflammation, nabothian cyst, paratubal cyst, multigravida, parity 1, adhd and post-traumatic stress disorder. Previously administered products included for birth control: mirena; for an unreported indication: yasmin. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and ethinylestradiol;levonorgestrel (seasonale). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rash on my face"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced post procedural infection (seriousness criterion medically significant), 30 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced tooth disorder ("dental issues / dental problems"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced staphylococcal infection (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and abdominal pain ("right side abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea and abdominal pain had resolved, the post procedural infection, staphylococcal infection, hypersensitivity, tooth disorder, rash, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the alopecia and anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, rash, staphylococcal infection, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side- 1 trailing coil. Right sided device was difficult to place. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Human chorionic gonadotropin - on (B)(6) 2017: negative.. Hysterosalpingogram - on (B)(6) 2014: essure devices have radiographically satisfactory position and occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-may-2019: quality safety evaluation of ptc(product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, alopecia, anxiety and tooth disorder outcome was unknown. The reporter considered alopecia, anxiety, hypersensitivity, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.